Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this transcatheter pulmonary valve replacement system was found to have a minor stent fracture (type I) on routine six month fluoroscopy. No treatment was prescribed and no adverse patient effects were observed. Additional information was received that the stent fractures increased to 7 fractures which decreased the diameter of the conduit. The fractures were still classified as minor. Medtronic received additional information that this valve was explanted three years after implant due to increased gradient (mean 42 mm/hg) and worsening rvot obstruction due to the stent fractures. No adverse patient effects were reported.